Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 461 mg/dl at the time of the call. Customer also reported they had a no delivery alarm on the insulin pump. Customer stated they were unable to clear the alarm. The customer also reported they were able to resolve the alarm with a complete set change. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.